Event description:
It was reported that an external leak fluid was observed from an unspecified u9000 set during priming. The ak 200 machine was reportedly not absorbing the bicarbonate concentrate during prime. The set was replaced, and testing was completed without issue. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter first name: e1: initial reporter last name: e1: initial reporter facility name:e1: initial reporter address: h10: the device was not received for evaluation; however, the device was evaluated on site by a non-baxter technician. The technician performed a visual inspection and found the ultrafilter leaking. The technician did not evaluate the ultrafilter device any further. The reported condition was verified. Since the device was not evaluated the cause of the condition could not be determined; however, based on previous investigations the most likely cause was due to a crack in the housing nearby the welding zone. Should additional relevant information become available, a supplemental report will be submitted.